Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was oversensing the minute ventilation signal and marking it as noise. Boston scientific technical services provided troubleshooting options to the field, and the crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the nature of incident for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was oversensing the minute ventilation signal and marking it as noise. Boston scientific technical services provided troubleshooting options to the field, and the crt-p remains in service. No adverse patient effects were reported.